Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x38mm synergy drug-eluting stent, the physician noted a defect on the stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on proximal stent strut row 1, stent struts were lifted and pulled in a distal direction. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. Stent damage most likely occurred due to handling of the device during removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x38mm synergy drug-eluting stent, the physician noted a defect on the stent strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.